Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2016 to remove and replace the ipg. Therapy was resumed and issue has been resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the ipg was unable to communicate with the external devices. The patient states the ipg was last recharged approximately two months ago and stimulation was last received approximately 4-5 weeks ago. The sjm representative met with the patient and confirmed the ipg was confirmed inoperable. Surgical intervention may be pending to address this issue.